Event description:
During induction of anesthesia the mcgrath screen kept flickering on and off. Another mcgrath was obtained, however, md was able to intubate without incident with regular laryngoscope and blade. Instrument was taken out of service for repair. The potential for serious complications could have been greater if the md was unable to intubate while another mcgrath was obtained.